Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts at the distal end of the stent and on the 10th most distal row were distorted and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the advancement of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the proximal end of the hypotube was kinked at various positions. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The tight fibrotic target lesion containing a lesion bend of around 40 degrees was located in the distal left anterior descending artery. Predilation was performed with a balloon. A 2.50x24mm promus element ¿ drug-eluting stent was selected but failed to cross the lesion. The procedure was completed with a different device. The patient's status was stable.